Event description:
Customer reported the aviva system gave blood glucose results of 169 mg/dl and 97 mg/dl at a time when he was symptomatic of hypoglycemia, required treatment by layperson. Strips not available for return, replacement sys sent.